Manufacturer narrative:
Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was low (value not provided) and the meter bg readings were 288 and 292 mg/dl. As cgm read low, customer consumed food/juice; however, the low cgm reading continued. Customer concluded the reading was inaccurate. A root cause could not be determined. A replacement sensor was sent to the customer.